Event description:
It was reported that t:slim x2 pump battery would not charge even when connected to tandem wall adapter and charging cable, and no power source alert appeared in pump history. There was no reported impact to the customer¿s blood glucose level. Customer first tried charging with tandem wall adapter in a working outlet for extended time without success, then found that using different wall adapter did not fix issue but using different charging cable allowed pump to charge, and technical support advised that non-tandem charging supplies should only be used for troubleshooting and arranged shipment of replacement tandem wall adapter and charging cable.